Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31396217l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced a stroke. 3 hours after the procedure (isolation of pulmonary veins) the patient had some complications including aphasia and hemiparalysis. Patient recovered his abilities but had visual loss. According to the neurologist, it was a stroke. A "scanner" was done to check for stroke. There was no problem during the procedure. When the patient woke up, the patient spoke and moved his 4 limbs. Esophageal probe was used to check the heart and thrombus. The patient received heparin during the procedure. There were no problems during femoral puncture. The physician doesn't think that there was a problem with bwi product. There was no problem during the procedure. The patient condition was good. The patient improved (aphasia and hemiparalysis) but still has a visual disturbance. The patient required extended hospitalization for 1 week. Patient had a "irm" and cerebral scan to diagnosis the stroke. Procedural act at the end of the procedure was 216 and the patient received 13000 ui heparin. There was no evidence of char / thrombus / clot during the procedure. There were no issues with flow rate change at the start of ablation.